Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection IFU states the detection method in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope was showing half of an image (image defect). The issue was found during routine maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystallized contamination evident in the air/water channel. There was no patient involvement or impact associated with the reported event or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition the non-reportable evaluation findings were as follows: the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass was cracked, the optical cover glass adhesive was worn, the outlet pipe was crushed, the distal end adhesive was worn, the control body aspiration housing colored ring was damaged, the control body identity badge was missing, the switch condition was worn, the pin unit locating pins were corroded, the pin unit was corroded and stained, the plug body had corrosion evident within, the number of cumulative uses was not specified, the image condition had marks on the image, the hot and cold test produced a misty image, both the up/down, right/left angulation did not meet specification, both the up/down, left/right had angulation play evident, the up/down brake did not meet specification, and the electrical safety test did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.